Event description:
It was reported that during the implant, the right atrial lead exhibited low impedance. The lead was not used and was replaced with a new lead successfully. No patient symptoms reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).